Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, capsular contracture baker grade IV, pain, edema, sensation increase/decrease, hematoma, device migration, lump/nodule

Event description:
Patient reported being treated for a right side "breast infection." Patient additionally reported the right side as "painfully hard and looks abnormal due to capsular contracture baker grade IV." Patient also reported "lump/nodule, edema, sensation increase/decrease, and hematoma." Patient then reported "implant has come out of the pocket." Treatment has been provided for the "breast infection." The device has been explanted.